Event description:
The customer complained of questionable inr results from three coaguchek xs meters compared to the laboratory result. Of the data provided, there as a discrepant result for 1 patient sample from meter serial number (B)(4). The laboratory method was asked for but not provided. The result from the meter with a fingerstick was 4.6 inr and the result from the laboratory was 3.3 inr. The time between the results was within 2.5 hours. There was no adverse event. The laboratory result was considered to be correct. The patient has had no antiphospholipid antibodies. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.